Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) ablation procedure with varipulsetm catheter, the patient experienced persistent hiccups. Additional information indicated that phrenic stimulation is due to varipulse ablation in the right superior pulmonary vein (rspv). After an afib case, the patient reported to be suffering from persistent hiccups. They were informed the physician yesterday that the patient had persistent hiccups, but the diaphragm was equal and strong. Could not confirm when the patient first had the issue or if the patient went to the clinic or the hospital with the symptoms. Could not confirm whether or not there was damage to the phrenic nerve, and not aware of any medical intervention. No other details were available. The physician thought the ablation may have possibly stimulated the phrenic nerve but could not confirm. Additional information was received. The adverse event was discovered 3 days post procedure. The physician's opinion on the cause of this adverse event was phrenic stimulation due to varipulse ablation in rspv. No intervention was provided. The patient did not require extended hospitalization because of the adverse event. The catheter was thrown away post procedure due to symptoms not being known until days later.

Manufacturer narrative:
During an internal review on 04-aug-2025, noted a correction to the serious injury reportability assessment for this complaint for the "h6. Health effect - clinical code: paralysis (e012202)" reported in the 3500a initial report. The persistent hiccups event was not associated with the procedure since it was reported that the diaphragm was equal and strong. Therefore, the persistent hiccups event was corrected to patient event non serious. Hence, the coding was also corrected under h6. Health effect - clinical code, h6. Health effect - impact code, and h6. Medical device problem code. H6. Medical device problem code of ¿appropriate term/code not available¿ represents "patient event non serious". Manufacturers reference number: (B)(6).